Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, the health care provider via manufacturer representative confirmed that from time to time, device activates immediately when connected to the console. Also, from time to time the device kept running when they tried to discontinue pushing the footswitch. Device turns itself on from time to time. There was no extension of procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a footswitch and a console were involved in an event in which prior to the operation the handpiece operated without stepping into the footswitch. No patient impact reported.

Manufacturer narrative:
Could not duplicate the customer's complaint of runs continuously. Push button that operates the footswitch was broken. Replaced decal label nd resolder button and cable. Device was cleaned, repaired, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.